Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Product labeling, material and process controls were within specification

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
During the review of a continuous cycling peritoneal dialysis (ccpd) patient, the patient's medical records determined the patient required inguinal hernia repair surgery. Attempts to obtain the medical records specific to this event have been unsuccessful.